Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported via social media that the device did not work for patient and when the temporary device was removed it caused the patients legs hurt to more than. No further information has been obtained despite good faith efforts.